Event description:
While the rod was being placed into the pelvic screw, the polyaxial head of the screw became dislodged from the proximal end of the threaded portion of the screw. The screw had to be removed and replaced with another polyaxial screw.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the exp 6.35 ti poly 9 x 90mm revealed that the polyaxial head was still intact with the screw shank and not dislodged as reported. It was noted that the saddle had shifted position axially however still remained contained within the screw head. The drill point holes located on the polyaxial head showed evidence of being swaged. Additional observation identified significant gouges and material deformation in various locations of the polyaxial head. A review of the device history record for the expedium ti poly screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the expedium 6.35 polyaxial screw was conducted on the family because of a similar top loading geometric design and functionality. It was noted that there were no other complaints reported. Review of complaints found no significant trends. The root cause is unknown however based on the observations noted during the device evaluation it is likely that the polyaxial head was subjected to unanticipated loading resulting in axial displacement of the saddle. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.